Event description:
A large number of medfusion pumps in our fleet have been showing the fault 'system failure: supercap post' which we have already reported. We have see an even more significant increase since the last report from mid (B)(6) leading us to file a 2nd report. As a result of so many of our pumps being out of service waiting for parts, there have been numerous cases where therapy was delayed while staff searched for a working pump and the problem seems to be getting worse. The 224 pumps out of our 700 pumps are reporting errors now. This serious increase in fault errors can be viewed on the graph attached. Per site reporter: we have told them about the issue but there has been no instruction on how to correct other than replacing the board which has not helped and is costly. Also tests of the board don't suggest that it has failed. There has been no significant interest in continually assisting us as this is an ongoing issue that has been escalating since (B)(6).